Manufacturer narrative:
No frozen screen during testing. Pump was received with error 3 alarm during rewind. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test due to pump error 3 alarm. Successfully utilized crest and thus to download history files, traces. Found in the pump history multiple pump error 3 alarms on 08/23/2025 16:46:34.000, 08/23/2025 17:17:12.000, 08/23/2025 12:18:16.000, 08/23/2025 12:20:40. Pump error 43 on 08/23/2025 14:52:55.000, 08/23/2025 14:54:05.000, 08/23/2025 14:35:47.000, 08/23/2025 15:51:23.000 and pump error 130 on 08/23/2025 14:35:50.000, 08/23/2025 14:42:33.000, 08/23/2025 14:44:30.000, 08/23/2025 17:17:06. Pump was cut open to perform visual inspection and found moisture damage on electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. Frozen screen not is confirmed. Pump error 3 alarm during testing and pump error 3, 43, 130 alarms in file history due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm was generated when the pump detected movement in the hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error., and the customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was performed for the frozen display, and the customer called back after installing a new battery, monitoring the pump for 2 hours, and the frozen display recurred. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.